Manufacturer narrative:
There is an information that the o-ring used on pressure regulator´s inlet connection in time of the event was from nbr which is material not recommended to be used in oxygen service.the medireg connection is damaged with a leak across the o-ring due to poor maintenance that contributed to ignition. The most probable root cause of ignition was incorrect use - contrary to information in IFU; o-ring from nbr material.

Event description:
Rigin desription of the incident: date: (B)(6) 2023 location: (b)(5). Incident description: "patient complained that his regulator was "smoking". He mentioned that following the ignition he even replaced or added another o ring the incident was known to us at a later stage. Patient continued to use the regulator following "ignition incident". Regulator also shows marks of damage due to drop outcome: no injuries. "